Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. A review of the device's event history log found a "high-pressure" alarm that occurred continuously during pump operation. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was determined that a possible defective downstream occlusion sensor was the root cause. The downstream occlusion sensor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported the device exhibited a high-pressure alarm that keeps ringing. There was unknown patient involvement.